Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. A technical support specialist (tss) identified that a monthly maintenance reboot was scheduled for zones 1 through 5. Reboots were confirmed as completed for zones 1 through 4, and an earlier issue in zone 3 had caused messages not to flow from the carefusion coordination engine (cce) to the es servers. The issue was resolved, and messages began crossing successfully. The tss advised the customer to monitor the system to allow message flow to fully resume and to call back if patients did not appear on the stations. No further issues were reported, and the case was closed as agreed after monitoring. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing to pyxis es. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.